Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain five of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. No defects were noted on the cassette upon visual inspection. Pt received any prophylactic antibiotics the following morning and has had no adverse effects. Pt's effluent has remained clear. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.